Event description:
Lead has an apparent fracture on (B)(6)2020. The lead is no longer capturing even at high output. Recommended bringing in pt to try unipolar polarity to see if they could get lead to work. No symptoms reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).